Manufacturer narrative:
(B)(4). Batch # unk. Date of event is (B)(6) 2019. Event day is unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a left colon resection, when the device was fired by the doctor's assistant, the device didn't fully cut and deploy staples. The anastomosis was hand sewn to complete the procedure. There were no patient consequences reported.